Event description:
It was reported that the patient was in the process of a stage 1 trial for interstim therapy that started on (B)(6) 2012. The trial implant procedure went successfully. As of the last day or two the patient was having a lot of fluid leaking from the lead entry site. The doctor and health care professional had not determined the cause or what the fluid was. The patient did have a medical procedure done prior to the trial; the association of that to this event was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3889 lot # v887349 implanted (B)(6) 2012 explanted unknown.

Event description:
Additional information received noted that the patient was doing well on test and getting symptom relief. However, the physician removed the stage 1 implant because of the "fluid" the patient was leaking from the site. If additional information is received, a follow up report will be sent.